Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(6) alleging a onetouch verio meter was displaying an unknown error message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.